Event description:
It was reported the atrial lead was damaged during the extraction of another lead. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was cut, and there was blood/body fluid on all conductors (not obstructed). The inner and outer insulation was kinked/buckled and the inner tubing was kinked/buckled. The outer insulation was melted, had cosmetic environmental stress cracking, had a cosmetic depression, and was breach cut. The inner insulation was torn, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage.